Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed over a medtronic guidewire with a starting point at the bottom third of the pigtail catheter. Prior to the dislodgement, the valve depth was 0-1 mm on the non-coronary cusp. After the dislodgement, the valve was in the ascending aorta.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device is: brand name: evolut fx valve; product ID: evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the evolutfx-34 valve, the valve was recaptured once into the delivery catheter system (dcs) due to dislodging towards the aorta. Upon the second deployment attempt at a depth of 3 mm, an infold in the valve frame was noted. The initial valve and dcs were removed, and a new valve and dcs were successfully loaded and used for implant. A procedural delay of 20 minutes occurred. No patient complications have been reported as a result of this event.